Event description:
The customer reported "reagent pipettor detects sample vessel fluid at unexpected height" system errors and a falsely low total beta human chorionic gonadotrophin (tbhcg) result, for one patient, involving the unicel® dxi 800 access® immunoassay system. An initial result of less than 1,000 miu/ml was obtained and was not released from the laboratory. There was no patient consequence associated with this event. The customer retested the sample, on the same instrument, and obtained a higher tbhcg result of greater than 1,000 miu/ml and a dil-hcg (diluted total bhcg) result of approximately 30,000 miu/ml. The customer indicated all the reagent pipettor errors were for reagent pipettor #4. The original false low result was also performed on reagent pipettor #4; the retest results were analyzed on pipettors #2 and #3. The customer was not aware of any other affected patient results. The customer stated the serum sample was analyzed in the average reagent use per unit (arupu) false bottom tube. Quality control (qc) had been with specifications prior to and after the event. The customer performed system troubleshooting but was unsuccessful. No sample integrity issues were noted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) completed database reorganization and consistency check. The fse also reinstalled system software to resolve high proservice cpu usage. The fse replaced the printer due to poor print quality. The fse determined the ultrasonic transducer on reagent pipettor #4 was defective and replaced the transducer. The fse replaced the ultrasonic transducer on reagent pipettor #1 as a proactive measure, to upgrade it to the new style click-and-seal (cns) fluidics connector. The fse verified ultrasonic voltages and alignments were within specifications. The fse performed system check, carryover test, and ultrasonic level sense test, all passed within specifications. The fse also successfully completed a 20-replicate precision test. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the faulty ultrasonic transducer is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.